Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided except patient photos. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings and patient skin type data concluding the settings were inadequate based on common medical practice, device training, and device labeling. The patient's reported second degree burn to be the result of operator error, inadequate treatment settings selected and not performing test patch prior to treatment. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information above, lumenis determined that the event is reportable per MDR decision three.

Event description:
A user facility reported that one (1) patient sustained second degree burns to the chin following treatment with a et handpiece lumenis lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.